Manufacturer narrative:
Batch review performed on 05 june 2026 lot 2343650: (B)(4) items manufactured and released on 29 jan 2024. Expiration date:10 jan 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2343231: (B)(4) items manufactured and released on 02 april 2024. Expiration date: 15 march 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2116029: 30 items manufactured and released on 13 april 2022. Expiration date: 31 march 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
The patient underwent primary surgery on (B)(6) 2022. On (B)(6) 2025, the patient was revised due to femoral loosening; the femoral component and tibial insert were revised. The surgery was completed successfully "[(B)(4)]". On (B)(6) 2026, the patient underwent a further revision due to knee instability of unknown cause. The surgeon revised all the components.